Manufacturer narrative:
A ge service rep performed an onsite investigation the hard drive was evaluated and replaced, and system software was reloaded. The cmos batteries for the rtos and gpos were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.